Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed noise as mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cuttings of the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Tthis lead was explanted and replaced due to noise and a possible fracture. This lead was retained by the hospital. Should additional information become available, this file will be updated.